Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated atrial undersensing information.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing during atrial tachycardia and fibrillation episodes. Additionally, there were low p-waves noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.